Manufacturer narrative:
(B)(4). Unit received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass.

Event description:
Customer's parent reported via phone call that the lcd screen had crack. Customer's blood glucose level was 220 mg/dl at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.